Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging inaccurately high results compared to a hospital meter which were "30 points lower". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.